Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. The visual inspection of the returned photo noted: the image depicts the surgeon prying the red luer adapter from the extension tube. A hole is visible at the extension tube adapter connection area. Without the physical device functional evaluation is precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the nurse found leakage on red extension while she was testing the catheter. It was reported that a hole was noted between the extension and the red luer adapter. The catheter was not repaired, tego was not utilized, there was no luer adapter issue. It was also reported that nothing unusual was observed prior to use, no cleaning agent was applied on the catheter, no other products was utilized with the device and there was no packaging damage. There was no reported patient injury.